Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown / not provided. Explant date (2021 reports) - if explanted; give date: explant date does not apply because the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that that the doctor told the territory manager that the rear haptic has got caught in the cartridge and the injector tip has broken. Once in the eye, it was observed that the lens had like 2 fibres from the polish stuck to the front haptic and she was unable to remove them. It didn't look like something from outside, it looked like polish material. For that reason, the doctor has left the lens implanted. Through follow-up it was learnt that patient is well and at the moment there are no signs of infection or inflammation that is not normal for a post-operation. No further information has been provided.